Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery needed replacement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicates that there was a battery issue due to malfunction of battery. The customer needs a new battery in order to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.